Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service technician indicated that the distal end plastic cover was chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure from degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.